Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a spiroflex thrombectomy system. The pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. There was a small amount of fluid in the boot and attached waste bag, when received. There were numerous kinks throughout the shaft of the device. Functional testing was performed by placing the device in the angiojet console. Functional testing consisted of running the complaint device through the full priming cycle and 180 seconds in thrombectomy mode. The device ran within normal range without any issues, errors or alarms; however, the shaft leaked at a severe kink 65.5cm distal of the strain relief. The shaft was microscopically examined and it was found that there was a hole in the shaft. The device was removed from the console and the boot was removed and then placed back into the console. The device ran through the full priming cycle and no top seal leak was present. The device then was ran again in thrombectomy mode, at which time, the pump in the drawer was deflected. There was still no leaking or irregularities with the pump or top seal. The device was removed from the console and the seal cap was removed by unscrewing it and removing it from the pump. The high pressure and the low-pressure seals (silicone ring) were also removed and checked for damage. There was no damage to the seals. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4)

Event description:
Reportable based on device analysis completed on 18jul2018. It was reported the device would not prime. A spiroflex® angiojet® thrombectomy set was selected for a thrombectomy procedure in the right coronary artery. Prior to entering the patient, the device would not prime during preparation. Another of the same device was used to complete the procedure. There were no patient complications. However, device analysis found a hole in the catheter shaft.